Event description:
It was reported that the device had an alarm- error code/message. There was no reported patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was not repaired, no required testing and specifications and released back to the customer. End of life, returned unrepaired. A review of the device history record for sn (B)(6) was performed from 08dec2006 to 09nov2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had an alarm- error code/message. There was no reported patient involvement.